Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device compared to unspecified readings obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced symptoms described as weakness, decreased appetite, and vomiting. The customer was unable to self-treat, requiring hcp administration of intravenous insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event. A reading of 60 mg/dl on the adc device was compared to an hcp meter result of 501 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1(indicates the sensor was never activated). Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. The reported complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device compared to unspecified readings obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced symptoms described as weakness, decreased appetite, and vomiting. The customer was unable to self-treat, requiring hcp administration of intravenous insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event. A reading of 60 mg/dl on the adc device was compared to an hcp meter result of 501 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device compared to unspecified readings obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced symptoms described as weakness, decreased appetite, and vomiting. The customer was unable to self-treat, requiring hcp administration of intravenous insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event. A reading of 60 mg/dl on the adc device was compared to an hcp meter result of 501 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.